Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number 271255.

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights ¿ volista access. As it was stated, covers became detached due to improper usage of the device. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred the light head did not meet its specification due to detached rear and dust covers and it contributed to the event. According to provided information the device was being used for the patient treatment when the issue occurred. The possible root cause of the issue is related to improper usage, it is supposed that a collision occurred what led to the detachment of spring arm¿s covers. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturing site.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights - volista access. As it was stated, the rear and dust cover of the spring arm fell off during procedure. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off may lead to serious injury or worse.